Event description:
Falsely elevated advia centaur cp troponin ultra (tni-ultra) results were obtained by the customer on two patient samples. The same patient samples were repeated on another advia centaur cp instrument and the troponin results were negative. The negative results were reported to the physician(s). The customer performs repeat troponin testing on results that are greater than 0.15 ng/ml. Patient treatment was not prescribed or altered. There is no report of adverse health consequences due to the discordant advia centaur cp troponin ultra results.

Manufacturer narrative:
The cause for the initially elevated advia centaur cp troponin ultra results is unknown. Quality control results were within acceptable ranges, there were no system event log errors observed or issues with other assays that were run (ck, thcg, (B)(6), tsh). The customer's preventative maintenance was up to date and daily system cleaning performed. The customer does utilize a stat spin for sample processing that may be a contributing factor. No conclusion can be drawn. The instrument is performing within specifications. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00016 on 02/10/2015 for falsely elevated advia centaur cp troponin ultra (tni-ultra) results. Additional information: a siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse did not find an instrument issue that may have contributed to the discordant troponin results. The cse ran multiple negative sample replicates and did not duplicate the issue. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."